Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that the device wasn't working well, was okay for the first month or two and developed other symptoms. The patient reported that she had a diagnostic ultrasound and CT scan of organs and nothing else was coming up as an issue. The patient reported that she thought she might be allergic to the device. The patient reported vomiting, diarrhea and a loss of therapy. No further complications were reported.